Manufacturer narrative:
(B)(4).this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the bearings were damaged. It was further determined that the ball bearings fell apart, the device was missing balls and the cage was absent. Therefore, the reported condition was confirmed. It was observed that the bearings were worn out and loose, which created a situation where the cutter was not able to be inserted. This was because the bearings were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be due to worn out bearings from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed bearings were damaged on the attachment device. It was further noted that the ball bearings fell apart, the device was missing balls and the cage was absent. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.